Event description:
It was reported that the patient expired in 2008 after an implant duration of approximately 2 months. Reportedly, the patient demise was attributed to av disruption. It was additionally reported that the patient had sbe (subacute bacterial endocarditis). The healthcare provider dissociated the device from the patient's death. Reportedly, the device is not available for return.

Manufacturer narrative:
Device not returned.